Event description:
It was reported that a pt was admitted on 1/15/98 at 1:20 pm and put on a ventilator. Regular suctioning and lavage was carried out. At 3:40 am on 1/16/98 the pt was last attended to and suctioned by the inhalation therapist. At 4:15 am the nurse on duty performed suctioning on the pt and when she checked him again at 5:30 am the pt had expired. The inhalation therapist reportedly checked the filter and suspected it was blocked.